Event description:
On (B)(6) 2010, the pt was being treated for an aortic abdominal aneurysm with two gore excluder aaa endoprosthesis. After deployment of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component, the deployment catheter was removed. The torque bump came out of the sheath with the leading end before the olive. It came out of the sheath separated from the catheter. There was no adverse event to the pt and the aneurysm was excluded.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.